Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. It was further reported that the right atrial (ra) lead pacing the his bundle exhibited non-capture and under-sensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The sensing exhibited by the right atrial (ra) lead pacing the his bundle is more accurately termed diminished sensing rather than u nder-sensing.